Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed over-sensed noise exhibited by the right ventricular (rv) lead. No interventions were made. There were no patient consequences.